Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (moisture ingress) issue. It was alleged that there was moisture in the battery compartment and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/26/2017 with the following findings: during investigation, the black box showed no pump reboots. The battery compartment was found to be cracked. The returned battery cap was undamaged and able to fit. There was evidence of moisture ingress observed in the battery canister and on the battery cap. The battery cap was fastened and then unscrewed 1/2 turn leading to a reboot. The reporter "power" complaint was duplicated due to moisture corrosion. A leak test failed due to a battery compartment leak. The battery cap was fastened again and the pump was able to be exercised for 24 hours with no further power interruption. The pump's cover was removed and there was no further moisture ingress or any intermittent condition found to the printed circuit board.